Manufacturer narrative:
Method code: actual device was not evaluated. Process evaluation was performed. No related ncrs were identified for this instrument. Cuvette device history records were reviewed and found to meet specification. Conclusion code: the device was not returned to the manufacturer. The customer was advised that the citrate pt test is valuable during procedures and therapeutic interventions that require monitoring of oral anticoagulants and for hemostasis assessment, but is not intended for anticoagulants that affected the intrinsic coagulation pathway, i.e. Heparin. The instruments were not taken out of use and are generating accurate results with other pts.

Event description:
Device 1 of 3. Healthcare professional reports out of range high citrated pt results were generated with three different hemochron jr. Signature plus microcoagulation systems for the same pt. No information was provided as to why the pt was being tested for pt/inr. All attempts to obtain a pt/inr result generated out of range high error messages. Samples sent to the reference laboratory reported pt/inr results as expected. Anticoagulation was adjusted based on the laboratory results. During the course of therapy a clot was detected in the lumbar catheter. The pt was transferred to the intensive care unit and subsequently discharged from the hospital on (B)(6), 2014. No information was received regarding associated medical interventions or pt status.